Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Caller states that her granddaughter received the following results on the aviva system within 10 minutes: 274 mg/dl and 113 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the caller threw away the strips. Replacement was sent.